Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with trellis 8 80x30. The customer reports the proximal balloon was compromised and would not inflate. It appeared the balloon was punctured. (B)(6) inflated the distal balloon first and then tried to inflate the proximal balloon and the contrast/saline leaked out. He opened another device to finish the procedure.